Event description:
In 2008, a miniarc sling was implanted. Seven months later, info indicates pain/discomfort-tenderness at insertion into left obturator, no medical or surgical intervention taken. In 2009, info indicates pain/discomfort-tenderness over sling area on each side beside urethra and side wall. No medical or surgical intervention taken.